Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to the lead being inserted into the patient, the physician exercised the lead screw and it did not extend. Multiple attempts were made to extend the screw but the screw never extended. The lead was removed from the sterile procedure area and was never inserted into the patient. A new lead was used to implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The helix of the lead exceeded the number of specified turns to extend and retract and was extrinsically bent.